Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: dec19,2024 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection was performed on the suspect product and found the cartridge was received with viscoelastic residue distributed through the length of the cartridge. No issues could be identified with the cartridge. No further evaluation was performed. The complaint issue could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens cartridge cracked upon inserting the lens. The lens was removed and replaced with a dcboo iol. The issue was noticed during implantation. The patient is fully recovered. No further information is available.